Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker was suspected to exhibit premature battery depletion (pbd). This device remains in service. No adverse patient effects were reported.